Event description:
It was reported that the patient experienced hypoglycemia with blood glucose decreasing to approximately 52¿56 mg/dl while using the ilet system, and the patient treated the event with oral glucose tablets/candy per standard guidance. Symptoms included hypoglycemia. Outcomes included the need for self-treatment without escalation of care. Investigation included review of device alarms and user-reported history as well as provision of troubleshooting and education. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, with the event consistent with user-managed hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.